Manufacturer narrative:
Testing performed with an intermittent infusion test, using customer protocol, ran within specifications and without any alarms. A review of the pump's history showed infusions delivered normally without any alarms on 12/23/96 and 12/24/96. Occlusion alarms were noted on 12/18/96. It is possible, that a factor in the reported experience may have been a proximal obstruction in the tubing which cannot be detected by the device.

Event description:
Underdelivery reported. The device was in use in the intermittent mode to infuse vancomycin every 12 hours for two doses (10am and 10pm). The pump was set at 250ml/hr for 2 hrs (500ml total per dose) with a 0.2ml/hr keep open infusion between doses. The device and i.v. Container were placed in a backpack. When the bag was due to be changed, the home care nurse noted that only approx one-half was gone. There were no device alarms and there was no visible upstream occlusion within the backpack. The same event happened on two separate occasions with an unknown period of time between events. The pt did not show any signs of adverse effects from the underdelivery. The pump display reportedly indicated complete delivery as programmed.